Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A female patient with pneumothorax underwent chest tube placement to release air from the lung on (B)(6) 2014. The chest tube was inserted with out difficulty, however when trying to remove the obturator that straightened the pigtail catheter it felt stuck and would not come out easily. The physician then used a little more force and was able to remove the obturator with the guide wire. The guide wore was broken and unraveled to the mandrill. The doctor sent the patient for a CT scan to make sure that no wires was left in patient (there wasn't". A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.